Manufacturer narrative:
A ge service representative performed an onsite investigation. The lateral table potentiometer was evaluated and reseated. The system was testing and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.